Event description:
A cartridge change error was reported with the pump. The customer's blood glucose level did not exceed 500 mg/dl and remained within a safe range. Technical support guided the customer to inspect and clean the cartridge o-ring and pneumatic tap area, resulting in the customer successfully loading the cartridge onto the pump and resuming insulin delivery.